Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information, the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information, a patient with a 23mm aortic valve implanted for approximately 12 years requires transcatheter valve-in-valve intervention due to aortic stenosis. No additional information was provided.

Manufacturer narrative:
Corrected data: corrected - patient initials, dob, model, serial #, implant date, and PMA #. Implant duration was 11 years.